Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Event description:
Consumer reported complaint for hi meter display. The expected fasting blood glucose test result range is 160-200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 04/22/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical intervention . Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated medical intervention since the last call had been received. Due to the hi result obtained, customer had gone to the ER on (B)(6) 2022 and customer's blood glucose test result had been 950 mg/dl (unconfirmed if fasting/non-fasting). Customer was then transferred to another hospital where he was placed in the ICU. Girlfriend stated that he was given 15 bags of saline drip. Girlfriend advised that he was discharged on (B)(6) 2022 and was put on lantus 45 units in the morning and 45 units at night. During the follow-up, customer had tested using the replacement products and obtained hi and 529 mg/dl non-fasting. Customer stated that at this time they are satisfied and will be speaking with his doctor at his appointment on (B)(6) 2022.